Event description:
Surgeon created a transverse sternotomy and then closed the patient by placing a single 12 hole star plate horizontally across the sternotomy without any additional plates-wires. The pin was placed horizontally not vertically as stated in the technique guide. Consultant noted that it was very easy to insert a new pin into the plate to correct the procedure.

Manufacturer narrative:
This device was used for treatment, not evaluation. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
It is reported that an emergency release pin broke off and migrated away from a sternal plate. A small incision was made to remove the pin and insert a new one. Patient initially complained of a bulge in his chest. He previously underwent a transverse sternotomy in order to receive a lung transplant. A CT showed that the sternal plate had come apart, so the surgeon made an approximately three to four inch incision and discovered that the pin had completely migrated from the plate. The surgeon removed the pin and implanted a new one. There is a tab that secures the pin to the plate which was missing from the pin. The surgeon decided it would be more harmful to search for the tab inside the patient than it would be to leave it implanted, so the tab was not retrieved. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional information received from consultant. Additional information from received product. Review of finished product device history record part number 460m022, lot number 7183993 determined that this order met all dimensional and visual criteria at the time of release, with no irregularities documented during manufacturing that would have caused or contributed to this complaint condition. Review of the raw material blank device history record determined that there were no irregularities that would have caused or contributed to this condition. Inspection performed on all available features against the inspection requirements at the time the part was released found no irregularities that would have caused or contributed to this condition. However tab length and tab thickness were unable to be inspected due to the tab being broken from the pin and not returned. Product development reviewed the product: section 13 of the technique guide recommends that a minimum of three 3 plates be placed on the sternal body following a sternotomy in the absence of additional surgical wires; if one 1 plate is used a minimum of four 4 surgical wires must be used in conjunction with the plate. If this technique is not followed, the plate will be subjected to higher than anticipated loading that could lead to plate-pin breakage as described in the complaint. The surgeon used a single plate on a transverse sternotomy and no additional wires were used. The plate was used off technique and was most likely subject to higher loads than intended. It is off technique to place the plates horizontally across a transverse sternotomy instead of placing the pin facing cranially. The design risk assessment is adequate for the intended use.